Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of charred blood and tissue were observed. The heater wire was slightly flexed away from the hot jaw, and remained attached at the tip and base of the jaw. The silicon insulation was peeled off the distal end of the jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. There was evidence of blood on the inside of the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device and the investigation results, the reported complaint was not confirmed for the reported failure mode "device remains activated", but was confirmed for the analyzed failure mode "bent wire" and "peeled jaw".

Event description:
The hospital reported that during testing and preparation for an endoscopic vein harvesting procedure, vasoview hemopro came on and would not shut off. Customer decided to use ovh technique to complete case. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during testing and preparation for an endoscopic vein harvesting procedure, vasoview hemopro came on and would not shut off. Customer decided to use ovh technique to complete case. The hospital did not report any patient effects. (B)(4).